Manufacturer narrative:
The system controller, serial number (B)(4) was returned to the manufacturer for evaluation. The reported event of a driveline fault alarm was confirmed based on the information contained in the data log file, however the system controller functioned as intended during all testing. The returned system controller was functionally evaluated and the device was determined to be operating as expected. A full functional test was performed adn the returned system controller passed all test steps. The system controller operated for extended period of time while connected to the manufacturer's laboratory equipment and the driveline fault alarm was unable to be reproduced. The investigation was unable to conclusively determine what caused the driveline fault alarm recorded in the log file. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with al eft ventricular assist device (lvad). It was reported by the vad coordinator that the system controller was exchanged with another system controller due to driveline fault alarms. A data log file was submitted to the manufacturer which confirmed a pump stop.